Event description:
In 2007, the pt's wife (reporter) contacted lifescan on behalf of the lay user/pt alleging a "redo check" and a "retest" issue with the pt's one touch basic meter. The reporter indicated that the reported issues started two days earlier morning. After the reported issues began, the pt reportedly continued to take his usual dose of medications (metformin and lantus) and did not receive any medical intervention. According to the reporter, the pt was experiencing low blood glucose symptoms (had no energy and strength) at the time of concern. Per the customer care advocate (cca) documentation, the pt developed the reported symptoms before taking his usual medications when experiencing the "redo check" issue and after taking his usual medications when experiencing the "retest" issue. The cca noted that the "redo check" and the "retest" issues were resolved with training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reportedly developed the reported symptoms after taking his usual diabetes medications while experiencing the "retest" issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.